Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. At this time, no cause has been determined and the patient will continue to be monitored. The rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.